Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in an adult female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's concurrent conditions included body mass index normal and gestational diabetes. In 2008, the patient experienced urinary tract infection ("urinary tract infection"), migraine ("migraines"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("mood swings"), pelvic pain ("pelvic pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), rash ("rashes conditions"), skin disorder ("skin conditions"), nausea ("nausea"), visual impairment ("vision problem"), eye disorder ("eye problems"), weight decreased ("weight loss") and complication of device insertion ("unable to place essure on right"). Essure treatment was not changed. At the time of the report, the device dislocation, hormone level abnormal, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, weight decreased, mood swings, bladder disorder, urinary tract disorder, pelvic pain, vaginal discharge and complication of device insertion outcome was unknown. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left more distal placement, no placement on right . Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events complication of device insertion, vaginal discharge, pelvic pain, urinary tract disorder, bladder disorder and mood swings were added. Follow-up 2 and 3 processed together. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in an adult female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's concurrent conditions included body mass index normal and gestational diabetes. In 2008, the patient experienced urinary tract infection ("urinary tract infection"), migraine ("migraines"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("mood swings"), pelvic pain ("pelvic pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, cystitis ("bladder infection"), vaginal infection ("vaginal infection"), rash ("rashes conditions"), skin disorder ("skin conditions"), nausea ("nausea"), visual impairment ("vision problem"), eye disorder ("eye problems") and complication of device insertion ("unable to place essure on right") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, hormone level abnormal, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, visual impairment, eye disorder, fatigue, weight increased, weight decreased, mood swings, bladder disorder, urinary tract disorder, pelvic pain, vaginal discharge and complication of device insertion outcome was unknown and the dyspareunia had not resolved. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: left more distal placement, no placement on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') in an adult female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's concurrent conditions included body mass index normal and gestational diabetes. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced urinary tract infection ("urinary tract infection"), migraine ("migraines"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("mood swings"), pelvic pain ("pelvic pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, cystitis ("bladder infection"), vaginal infection ("vaginal infection"), rash ("rashes conditions"), skin disorder ("skin conditions"), nausea ("nausea"), visual impairment ("vision problem"), eye disorder ("eye problems") and complication of device insertion ("unable to place essure on right") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, hormone level abnormal, heavy menstrual bleeding, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, visual impairment, eye disorder, fatigue, weight increased, weight decreased, mood swings, bladder disorder, urinary tract disorder, pelvic pain, vaginal discharge and complication of device insertion outcome was unknown and the dyspareunia had not resolved. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: left more distal placement, no placement on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2021: mr received. Reporter information, device removal date added. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') in an adult female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's concurrent conditions included body mass index normal and gestational diabetes. In 2008, the patient experienced urinary tract infection ("urinary tract infection"), migraine ("migraines"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("mood swings"), pelvic pain ("pelvic pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, cystitis ("bladder infection"), vaginal infection ("vaginal infection"), rash ("rashes conditions"), skin disorder ("skin conditions"), nausea ("nausea"), visual impairment ("vision problem"), eye disorder ("eye problems") and complication of device insertion ("unable to place essure on right") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, hormone level abnormal, heavy menstrual bleeding, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, visual impairment, eye disorder, fatigue, weight increased, weight decreased, mood swings, bladder disorder, urinary tract disorder, pelvic pain, vaginal discharge and complication of device insertion outcome was unknown and the dyspareunia had not resolved. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: left more distal placement, no placement on right. Lot number: 627743, manufacturing date: 2008-07, and expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in an adult female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's concurrent conditions included body mass index normal and gestational diabetes. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced urinary tract infection ("urinary tract infection"), migraine ("migraines"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("mood swings"), pelvic pain ("pelvic pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), rash ("rashes conditions"), skin disorder ("skin conditions"), nausea ("nausea"), visual impairment ("vision problem"), eye disorder ("eye problems"), weight decreased ("weight loss") and complication of device insertion ("unable to place essure on right"). Essure treatment was not changed. At the time of the report, the device dislocation, hormone level abnormal, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, visual impairment, eye disorder, fatigue, weight increased, weight decreased, mood swings, bladder disorder, urinary tract disorder, pelvic pain, vaginal discharge and complication of device insertion outcome was unknown and the dyspareunia had not resolved. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left more distal placement, no placement on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received. Event dyspareunia outcome updated unknown to not recovered / not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in an adult female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's concurrent conditions included body mass index normal and gestational diabetes. In 2008, the patient experienced urinary tract infection ("urinary tract infection"), migraine ("migraines"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("mood swings"), pelvic pain ("pelvic pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), rash ("rashes conditions"), skin disorder ("skin conditions"), nausea ("nausea"), visual impairment ("vision problem"), eye disorder ("eye problems"), weight decreased ("weight loss") and complication of device insertion ("unable to place essure on right"). Essure treatment was not changed. At the time of the report, the device dislocation, hormone level abnormal, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, weight decreased, mood swings, bladder disorder, urinary tract disorder, pelvic pain, vaginal discharge and complication of device insertion outcome was unknown. The reporter considered bladder disorder, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: left more distal placement, no placement on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.